Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to normal eri, the pulse generator exhibited a loss of pacing due to the use of electrocautery. The device was successfully replaced. No patient symptoms were reported.